Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient lost stimulation due to the ipg being at end of life. Surgical intervention took place in which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.